Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy, and technical support confirmed a replacement pump would be sent, along with instructions for the customer to put the problematic pump into storage mode and return it within 10 days using the provided box and label. The replacement pump would include updated software, and the caller was advised on proper sensor usage with the new device.